Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette, 4) cassette seal not assembled correctly causing a leak in the flow dial. An internal investigation has been opened to address the reported issue. However, it is important to note that without a returned sample, it is not possible to determine whether this report is related to the causes covered in the internal investigation. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine detects the correct position of the seal at the knob. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: biomed reported: "tubing primed with normal saline. Was leaking out of cassette after being placed into IV pump. Removed and replaced with new tubing set which did not leak." Patient harm: no, infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.